Event description:
The report stated that during a radio frequency ablation procedure in the treatment of a spleen disease, the surgeon found a leak at the joint between handle and the shaft. The procedure was paused to change the surgical disinfection cover. They changed to another electrode to complete the procedure. There was no patient injury.

Manufacturer narrative:
The incident sample was not returned for evaluation, therefore, an evaluation could not be performed. Valleylab labeling regarding the setup of the cool-tip system includes the use of sterile water which prevents unintended contamination of the sterile field. Continuous improvements to tubing set design have significantly reduced the trend in leakage complaints.